Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Unfortunately we have been unable to confirm the reported issue as no samples have been returned due to contamination therefore no functional issues could be identified. The photographs received have been evaluated and although the wounds can be seen the issue regarding the pumps cannot be confirmed. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿the photographs received have been evaluated and although the wounds can be seen the issue regarding the pumps cannot be confirmed. Per s&n sales representative, the pico dressing pads includes a belt clip which holds the battery. This belt clip is designed to be hooked on the patients pants so that the battery pack does not have direct contact with the patient¿s skin. The representative also reported that the pump was taped with non breathable tape to the thighs which is not in line with the IFU. The direct taping of the battery pack to the patient¿s thigh along with the non breathable tape cannot be ruled out as possible contributing factors to the reported burns. The impact to the patient beyond the use of the mepilex dressing cannot be concluded. No further clinical assessment is warranted at this time.¿ unfortunately we are unable to determine a root cause on this occasion. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a patient suffered a 3rd degree burn at the left thigh while using a pico device. The pump was taped to patient's left thigh when the incident occurred. When the device was opened a white and wet residue was noted, similar to leaking battery acid.